Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricle (rv) lead exhibited high pacing impedance. No intervention was performed. There were no patient consequences.